Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device get´s hot. The reported event was confirmed as the manufacturers evaluation revealed a defective stator along with a worn bearing and a broken handle. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that the device get´s hot. No additional information regarding a specific failure mode was provided. There was no harm for the patient, operator or third party reported. No further information received.